Manufacturer narrative:
The plaque control brush head is an accessory to the sonicare flexcare+ power toothbrush.

Event description:
Consumer complained about bristles falling out in their mouth. No injury reported.